Event description:
It was reported that during the implant procedure, the lead was exercised on the table prior to implant. It was found that the helix would not extend beyond the lead tip after many turns, and appeared to be twisting inside the housing. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). The inner insulation was kinked buckled. The outer insulation breached cut. There was blood in/on the helix/lobe mechanism and the lead was stretched. It was visually noted that there was apparent explant damage.